Event description:
It was reported that the customer was experiencing unexplained high blood glucose for the past few hrs. The customer blood glucose reading at time of call was 477mg/dl. Suggested the caller to change the infusion set and reservoir to solve the issue. The mother stated that she will call the hospital in regards of the customer's high blood glucose. Called the mother to get more info, and she stated that the customer was taken to the emergency room, but does not remember details of the event. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.